Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance felt during delivered pipeline flex in the marksman catheter and after that distal end of the pipeline did not open. The patient was undergoing embolization treatment for a aneurysm with flow diversion. The vessel was observed moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was reported that during the operation, microcatheter was found to have great resistance during the delivery of the stent, and barely completed the release of pipeline flex. It was reported that the proximal end of the pipeline flex stent was not fully opened and not attached to the wall. A balloon was used to expand the pipeline device. There were no patient symptoms or complications associated with this event.